Event description:
Boston scientific received information that the remote home monitoring system issued an alert for the device reaching end of life (eol). The patient was brought into the clinic and stated that he had heard tones. Upon interrogation it was noted that the device had reached eol due to an extended charge time that was outside of the extended charge time limit for this device. Subsequently the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.